Event description:
This report is based on information provided by field service engineer fse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while onsite updating the operating software when the device displayed "application rdtstartup.exe encountered a serious error and must shut down". The device will require further evaluation at the bench for diagnostics so that the software can be updated successfully. There was no patient involvement as this update was performed onsite by a field service engineer fse who determined the need for bench repair.